Event description:
Echelon flex powered stapler malfunctioned in use during procedure. The device would not release clapped tissue. Md disconnected battery from machine to release tissue. After speaking with our or director, he believes that this issue is related to high volume cases where multiple staples are loaded , device used, and device re-loaded again.